Event description:
Symfony iol implant resulted in 3' blind zone not correctable with glasses. Cannot see anything with symfony iol eye within hands reach. Recalled 2016? I'm using +.50 baush and lomb multifocal contact lens in symfony eye for driving and midrange. I use +1.50 b and l contact lens for close details. Please approve sulcoflex supplemental iol for ciliary sulcus implant to correct symfony defective error? Thanks. I have defective symfony iol in right eye with 3' blur zone, cannot see any details within hands reach. Waiting to fix blur zone before completing cataract surgery for left eye. Interested in clinical studies of physiol finevision triumf trifocal edof for left eye, for FDA approval . Would appreciate FDA approval of sulcoflex supplemental iol for ciliary sulcus implant to fix symfony blur zone in right eye?. FDA safety report ID # (B)(4).